Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on anterior assessed as surgical damage and observed a delamination total of the valve (adhesive failure). Additional observations: ¿ crease fold observed on the device. ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a "left side deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, left side "deflation". Healthcare professional, later reported, "hole in valve". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.